Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining narrow femoral component left size 6 catalog#: 42502006001, lot#: 66391827, persona cemented all poly patella 29mm, catalog#: 42540000029, lot#: 66635295, persona medial congruent articular surface left 11mm, catalog#: 42512100711, lot#: 66391827. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed pes bursitis accompanied by pain and swelling approximately three (3) months following left knee arthroplasty. The patient received a steroid injection as treatment. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h4. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.